Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the screen was scratched. Functional testing involved starting the pump in application and no problems were found with double beeping. The downstream sensor was replaced as a preventive measure. Based on the investigation, the complaint allegation of double beep with cassette was not confirmed; the complaint of scratched screen was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited double beep with cassette. It was also reported that the pump had screen damage. No adverse effects were reported.

Event description:
Additional information provided indicated that there was no patient involvement.